Event description:
It was reported that a patient presented with over-sensing of noise, varying pacing impedance, and low pacing impedance noted on the patient's right ventricular lead. The lead was explanted and replaced on (B)(6) 2025. No adverse patient consequences were reported.

Manufacturer narrative:
The reported events of sensing noise, high pacing lead impedance and varying low voltage impedance were not confirmed. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations did not find any anomalies except for procedural damage.